Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. The c-34 error was reproduced when testing the iesu. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer reported that the erbe generator was generating a c-34 error. The onsite logs reflect repeated error c-34 on the generator. The customer had tried to power cycle the generator with no change. The customer elected to install a force triad to complete the procedure. The customer installed the force triad generator, and the surgeon was proceeding with monopolar and bipolar energy. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and it initially did power on without errors. The customer installed the conmed cable to the back of the vision cart and the conmed generator, monopolar and bipolar cords were plugged into conmed, and the case was then completed. The procedure was completed with the conmed generator. No patient injury.